Event description:
It was reported that after an uneventful da vinci-assisted iliac lymph node biopsy procedure, the patient developed postoperative bleeding from an iliac pseudoaneurysm and ultimately expired. The intuitive customer sales representative (csr) reported that after the robotic biopsy, at an unspecified time later, the patient started bleeding and was taken to a vascular or room for a non-robotic emergent common iliac pseudoaneurysm intervention. The surgeon was contacted directly and stated that the patient had a pre-operative computed tomography (CT) scan that showed the iliac lymph node. He confirmed that the iliac lymph node biopsy was completed as planned with no intraoperative complications or robotic errors. The surgeon stated that the patient expired the same day due to bleeding caused by a misdiagnosis of a pseudoaneurysm. The surgeon declined to provide any additional specific information regarding the event.

Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or relevant issues found. The following concomitant products were used during this procedure: endoscope plus 30 degree, monopolar curved scissors, and fenestrated bipolar forceps. A site history review found no complaints have been reported for any of these products. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died from bleeding on the same day after a robotic procedure for a lymph node dissection. There is also a report of a preoperative CT finding of a lymph node with an additional statement that a misdiagnosis regarding a pseudoaneurysm led to the patient¿s death. How the lymph node CT scan reading, the pseudoaneurysm, and the post operative bleeding are related is not provided. A subsequent operation to address the pseudoaneurysm was performed but the findings and details of that subsequent procedure are not provided. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.